Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition unknown

Event description:
It was reported in a study that the patient suffered avascular necrosis of humeral head with collapse. Patient will come back in 6 months and decide if she wants further surgery". It is unknown if the surgery occurred or not.